Event description:
It was reported that distal filter failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure performed with a non-boston scientific valve system. The sentinel cps was introduced via right radial artery access and the proximal filter was deployed. Due to tortuous anatomy the distal filter was unable to be fully deployed and a small portion of the filter was unable to be fully resheathed. When the non-bsc valve system was crossing the aortic arch, it interacted with the sentinel cps however the interaction between the devices did not impact the success of the tavr procedure. The operators elected to remove the sentinel cps. During removal, the sentinel cps got stuck on withdrawal via the right radial artery and was retrieved under fluoroscopy at the end of the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific (bsc) quality engineer. The returned sentinel cps was visually and functionally examined. The sentinel cps was returned with the proximal filter sheathed, the articulating distal sheath (ads) relaxed and crushed, the distal filter partially unsheathed and kinked, the distal filter slider kinked, and a non-bsc guidewire entrapped within the device. Flush testing was performed successfully through the front and rear handle flush ports. A flush test could not be performed through the distal filter slider due to the presence of the guidewire and distal filter slider kink. During functional testing, the distal filter was unable to be fully unsheathed and recaptured due to the kinks in the distal filter and distal filter slider. The ads was able to be fully articulated without issue despite being in a crushed state. The reported distal filter failure to deploy/recapture, device difficult to remove, and interaction with another device were confirmed based on the device damage identified during analysis.

Event description:
It was reported that distal filter failure to recapture occurred. Procedure summary: a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure performed with a non-boston scientific valve system. The sentinel cps was introduced via right radial artery access and the proximal filter was deployed. Due to tortuous anatomy the distal filter was unable to be fully deployed and a small portion of the filter was unable to be fully resheathed. When the non-bsc valve system was crossing the aortic arch, it interacted with the sentinel cps however the interaction between the devices did not impact the success of the tavr procedure. The operators elected to remove the sentinel cps. During removal, the sentinel cps got stuck on withdrawal via the right radial artery and was retrieved under fluoroscopy at the end of the procedure. Patient status: no patient complications were reported.